Event description:
Reference number (B)(4) event occurred in egypt. It was reported that patient faced infusion set issue on (B)(6) 2026. It was reported that the patient experienced an infusion set issue, with the tape failing to adhere on the first day of use at the lower back site. No further information available.